Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One sample was received at the manufacturing site for the investigation. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; the line was found to be detached from the cassette causing a leak. The root cause can be attributed to the manufacturing process. A corrective action is not applicable at this time as a trend has not been identified. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the cassette was leaking.